Manufacturer narrative:
Concomitant medical products: imu49b58 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high thresholds, undersensing and no sensing bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.